Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.this MDR is associated with MDR 3005168196-2015-00591 and 00592. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using pod6 coils and a ruby coil detachment handle. During the procedure, the physician met difficulty advancing a pod6 and the pusher wire became kinked. The physician successfully removed pod6 and the procedure continued using a new pod coil. The physician successfully deployed a pod coil; however, it would not detach using the detachment handle and was manually detached. The procedure successfully continued using a ruby coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
(B)(4). Please note that follow-up #1 MFR report number 3005168196-2015-00603 was inadvertently submitted in error and should be disregarded because the information provided should have been reported under MFR report number 3005168196-2015-00591.

Manufacturer narrative:
Result: there was no visible damage to the detachment handle. Conclusion: the complaint has been evaluated. The initial complaint indicated that during the case the physician experienced difficulty advancing a pod coil, and it became kinked. Subsequently, the physician was able to successfully deploy a second pod coil, but was unable to detach it using the detachment handle. The coil was manually detached. Evaluation of the returned detachment handle revealed that it actuated correctly and passed for both throw distance and pull force. The pods were not returned for evaluation and, therefore, the root cause of the complaint could not be determined. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.